Event description:
It was reported that the nurse reported to a pharmacist from a city pharmacy that she placed a bandage on a patient's wound. When she removed the bandage, almost all the silicone remained on the wound bed. The problem was solved taking out the pieces with tweezers and the nurse no longer used the dressings with the patient.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed which shows in the previous four years there have been no further instances of this reported failure. An internal project is currently being carried out with regards to this failure mode, therefore no further actions are deemed necessary in relation to this complaint. The wound contact surface of opsite flexifix gentle is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue.